Event description:
Tooth sensitivity to temperature and chewing immediately after using this product as a bonding agent, under a posterior composite resin. Immediate relief occurred after removing the new filling and replacing it using another brand of bonding agent under it. Happened on several pts.